Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of obstruction/occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in lip with juvéderm® volift¿ with lidocaine, and patient experienced a vascular occlusion. Patient was treated with hyaluronidase and symptoms resolved. Approximately three days later, patient reported sensitivity in upper and lower lip that was similar to contact dermatitis. Patient was treated with hyaluronidase in lower lip, deemed not related to the device.